Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital emergency department following receipt of shock therapy. Review of stored device data showed the shock therapy was appropriate for ventricular tachycardia (vt) and ventricular fibrillation (vf). The shock therapy converted the arrhythmia back to sinus rhythm. The lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Additionally, the lead exhibited low out of range pacing impedance measurements less than 200 ohms and oversensing of noise resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review of lead trend data noted shock impedance measurements had gradually increased to greater than 125 ohms. The patient was admitted to the hospital, and tachycardia therapy was programmed off pending a lead revision procedure. No additional adverse patient effects were reported. This lead remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. A non-boston scientific extravascular implantable cardioverter-defibrillator (ev-ICD) was implanted. This lead remains implanted with tachycardia therapy off. The plan was to explant this lead and associated device on an unknown future date. No additional adverse patient effects were reported. Available information indicates this lead remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital emergency department following receipt of shock therapy. Review of stored device data showed the shock therapy was appropriate for ventricular tachycardia (vt) and ventricular fibrillation (vf). The shock therapy converted the arrhythmia back to sinus rhythm. The lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Additionally, the lead exhibited low out of range pacing impedance measurements less than 200 ohms and oversensing of noise resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review of lead trend data noted shock impedance measurements had gradually increased to greater than 125 ohms. The patient was admitted to the hospital, and tachycardia therapy was programmed off pending a lead revision procedure. No additional adverse patient effects were reported. This lead remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. A non-boston scientific extravascular implantable cardioverter-defibrillator (ev-ICD) was implanted. This lead remains implanted with tachycardia therapy off. The plan was to explant this lead and associated device on an unknown future date. No additional adverse patient effects were reported. Available information indicates this lead remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that the patient implanted with this right ventricular (rv) defibrillation lead presented to the hospital emergency department following receipt of shock therapy. Review of stored device data showed the shock therapy was appropriate for ventricular tachycardia (vt) and ventricular fibrillation (vf). The shock therapy converted the arrhythmia back to sinus rhythm. The lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Additionally, the lead exhibited low out of range pacing impedance measurements less than 200 ohms and oversensing of noise resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. Further review of lead trend data noted shock impedance measurements had gradually increased to greater than 125 ohms. The patient was admitted to the hospital, and tachycardia therapy was programmed off pending a lead revision procedure. No additional adverse patient effects were reported. This lead remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.